Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2099). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two years, four months and sixteen days post a port placement in the right internal jugular vein, the patient allegedly developed with infection and pulmonary embolism secondary to port. It was further reported that the port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The patient underwent port (lot no: rebr1413, model no: 1829570) placement procedure for treatment of acute leukemia. Tract was dilated in the usual fashion and subcutaneous tunnel was created below the level of the clavicle. Then dual lumen power chest port was fitted to the subcutaneous pocket and catheter pulled through the tunnel, cut to the appropriate length and the tip was fluoroscopically placed into the high right atrium on deep inspiration. Then, the port was secured in the subcutaneous pocket with sutures. Two years later, a computed tomography angiogram of chest was performed for pleuritic chest pain and elevated d-dimer. The study showed small pulmonary emboli in the subsegmental right lower lobe and segmental left lower lobe branches of the pulmonary artery. No evidence of pulmonary infarct or right heart strain. Again, a chest x-ray was performed for chest pain. The study showed right chest wall port with tip terminating in the region of the cavoatrial junction and the patient underwent port removal procedure for thrombophilic port. Patient was found to have multiple pulmonary emboli likely secondary to his port. The port and catheter were removed intact, while pressure was held just superior to the clavicle, compressing the right internal jugular vein. Therefore, the investigation is confirmed for the reported pulmonary embolism issue. However, infection alleged in the complaint cannot be confirmed from the provided medical record. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2099), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two years, four months and sixteen days post a port placement in the right internal jugular vein, the patient allegedly developed with infection and pulmonary embolism secondary to port. It was further reported that the port was removed. However, the current status of the patient is unknown.